Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant the right atrial exhibited loss of capture and apparent sensing of the ventricular activity. A chest x-ay confirmed the lead dislodged, the patient was asymptomatic. The physician reposition the lead successfully. The patient was stable post procedure.